Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a knee arthroscopy, after a few minutes of intermittent use the mdu became hot. It appeared that the gearing inside had become clutched, the device was unplugged then plugged back in but the problem persisted. The procedure was successfully completed without delay using a backup device. No other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a knee arthroscopy, after a few minutes of intermittent use the mdu became hot. It appeared that the gearing inside had become clutched, the device was unplugged then plugged back in but the problem persisted. The procedure was successfully completed without delay using a backup device. No other complications were reported.

Manufacturer narrative:
B5 and medical device problem code were updated. H8 was added. H3, h6: the reported device was received for evaluation. A visual inspection found a broken lanyard and a missing soak cap. A functional evaluation revealed no problems. No overheating was noted. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures were documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a knee arthroscopy, after a few minutes of intermittent use the mdu became hot and the blade stopped oscillating properly. It appeared that the gearing inside had become clutched, the device was unplugged then plugged back in but the problem persisted. The procedure was successfully completed without delay using a backup device. No other complications were reported.